Manufacturer narrative:
The device returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump history shows that service was performed by a third party servicer before the pump was returned to mmdg and that the infusion factor had been changed. This caused the pump to over infuse. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump over infused. They stated that they were reporting this because approximately 30 days after the over infusion the patient entered the hospital. (B)(4).